Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 32, indicating a delivery motor communication error, which was verified in device history and did not affect blood glucose, and a replacement pump was provided with instructions to shut down the device and return the original. Symptoms included no adverse clinical effects. Outcomes included no impact on patient health and continuation of glucose monitoring on dexcom. Investigation included review of device history and user-reported performance, confirmation of the specific alert, and logistical coordination for replacement and return. Investigation of the returned device revealed an internal communication malfunction involving the delivery motor processor, consistent with a device component communication issue.